Event description:
Additional information was received through a remote monitoring system that there was a pacing impedance measurement below 200 ohms detected on this rv lead. The physician was contacted with this information. No adverse patient effects were reported. Additional out of range measurements on this lead had been detected through the remote monitoring system, possibly indicating that the lead was taken out of service. No reports of a lead revision have been received at this time. Attempts to obtain more information on the lead have been unsuccessful.

Event description:
Boston scientific crm received information that this implantable, right ventricular (rv) defibrillation lead contributed to noise and oversensing on the shock and pace/sense channels resulting in pacing inhibition greater than two seconds. It was suspected that lead-to-lead contact (this lead and a chronic, abandoned lead) may have been the culprit so our technical services department recommended removing the abandoned lead. Instead, the rv lead was successfully repositioned. No adverse patient effects were reported. At a later date, a red alert was issued through the latitude system that a low pacing impedance measurement had been detected. No adverse patient effects were reported in association with this new observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The physician was contacted about the red alert. All available information indicates that the lead remains in service. If additional information becomes available this event will be updated and an updated report will be submitted.